Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.

Event description:
While using a cavitron plus g136, they allege that they have no water flow and the handpiece is heating up; no injury resulted.

Manufacturer narrative:
Notes: 01/15/26. (B)(4). Hp cable # 09250 new 10250. Jmate/sterimate # n/a. W2e reg, needle valve, hp flow cntrl clogged. Poor water flow due to a clog in the handpiece cable. Replaced worn/damaged parts and recalibrated to the manufacturing specifications qa: (B)(4). DHR review is not required because the product was returned for evaluation, and the described failure mode is a known hazard.